Event description:
Patient reported an over infusion. Total bag volume 1100ml-total to infuse 1000ml -rate of infusion 200ml/hr for 5 hrs - bag went dry after approx 3 hrs no patient injury has been reported at this time.